Event description:
Post market surveillance review of literature found deep wound infection involving an isola rod. Article title: operative treatment of scoliosis in proximal spinal muscular atrophy: results of 41 patients (fujak, a.) Publication date: dec 2012. N=1: deep wound infection.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.